Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and had been selecting the ¿less than¿ meal option for most meals, which coincided with low glucose events. A factory reset was proposed and outreach attempts were made to walk the user through the reset and obtain blood glucose details. Symptoms included low blood glucose. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included attempts to obtain additional information from the user. Investigation of this case revealed that the cause of hypoglycemia remained unclear due to unavailable details. It was concluded that the event was user-reported hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.